Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter phone number and email address are unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sterile processing department noticed that the threaded tip of a short dynamic hip and condylar screw system (dhs/dcs) coupling screw was broken off. There was no patient or procedure involvement. This report is for a dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: DHR review was completed. Part number: 338.20; synthes lot number: 6557308; supplier lot number: n/a. Release to warehouse date: 08-feb-2011. Expiration date: n/a . Manufactured by synthes jennersville. No ncrs were generated during production. The material was reviewed and the hardness value of 42hrc was confirmed to meet the specification of (40-47hrc).with no (relevant) non-conformance noted review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. A portion of the distal cannulated threaded tip has sheared off mid-thread at a slightly oblique angle. The broken off piece was not returned. Document/specification review: the returned device was manufactured in february 2011 and is over 7 years old. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed and the hardness value of 42hrc was confirmed to meet the specification of (40-47hrc).with no (relevant) non-conformance noted. Dhs/dcs coupling screw design drawing was reviewed during this investigation. The dhs/dcs coupling screw (338.20) is a reusable instrument and component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter/cannulation of the returned device at location of breakage measured ø2.63mm at cq which is within specification of ø2.6mm +0.05/-0.02mm per dhs/dcs coupling screw design drawing. The major external thread diameter of the returned device at location of breakage measured ø3.94mm at cq which is within specification of m4x0.7-6g [ø3.838mm - ø3.978mm] per dhs/dcs coupling screw design drawing. Material analysis: the design specified the device to be manufactured from 17-4ph stainless steel and heat treated per es0052, h900 (40-47hrc). During the DHR review the material was reviewed and the hardness value of 42hrc was confirmed to meet the specification of (40-47hrc).with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the returned 7+ year old reusable cannulated device breaking could not be determined based on the provided information. However, the returned condition (oblique fracture angle) is consistent with an application of excessive off-axis force. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.